Manufacturer narrative:
(B)(4). After reviewing additional information received, upgraded file to a serious injury. Additional information received on 02/02/2011: we were ready to staple after roughly 1.5 hours. Due to the malfunction the case was finished about 3 hours later. The patient was elderly. The extra theatre time and bloodloss extended his ICU stay. The additional dissection that was done contributed to his pelvic abscess that he developed.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
.

Event description:
It was reported that during a low anterior resection procedure, the device was fired. The gun made no crunch sound as the washer was cut. On inspection of the anastomosis, it was discovered that there were no staples present and the colon was cut on both sides and still open. Hand suturing was performed at the anastomosis site. The customer disposed of the device.